Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device was received with normal operating currents. The device was received with cracked case at the display window corner, cracked reservoir tube lip, and scratched screen.

Event description:
The customer reported that the insulin pump was not delivering enough insulin and then it was delivering all at once. The customer was experiencing symptoms of high; her glucose level was 260 to 300mg in one day, and the next day it went up almost to 400mg/dl. The caller stated that the device was over delivering insulin. She mentioned that there is a crack on the top of the screen across the battery compartment area. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.